Manufacturer narrative:
(B)(6). F&p have requested for further information from the healthcare facility, including more details on patient consequences, the sequence of events, and for the return of the subject device. F&p will provide a follow up report upon completion of f&p's investigation. Product background: the airvo 3 is for the treatment of spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases. This includes patients who have had upper airways bypassed. The flow may be from 2 - 70 l/min depending on the patient interface. The airvo 3 is for patients in hospitals and subacute facilities. The airvo 3 is not intended for life support. The airvo 3 can deliver these high flow gases through nasal cannula to augment the breathing of spontaneously breathing neonate, infant, child, adolescent and adult patients suffering from respiratory distress and/or hypoxemia in the hospital setting. The airvo 3 is not intended to provide total ventilatory requirements of the patient and is not for use during field transport.

Event description:
A healthcare facility reported via a fisher & paykel healthcare (f&p) field representative that a pt301 airvo 3 generated a visual alarm. The nature of the visual alarm suggests there may be a potential issue with the subject device's audible alarm. The healthcare facility reported that the patient experienced desaturation. F&p have requested for further information from the healthcare facility, including more details on patient consequences, the sequence of events, and for the return of the subject device. F&p will provide a follow up report upon completion of f&p's investigation.